Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the mildly calcified left circumflex (lcx) artery. After a 3.5 - 6 fr non bsc guide catheter was cannulated at the left main coronary artery (lmca), a non bsc guidewire crossed the target lesion passing through the struts of a previously implanted unspecified drug eluting stent (des) located across the lmca to left anterior descending (lad) artery. Predilatation was performed using a 1.5 x 15 mm unspecified balloon catheter. The physician then deployed the veriflex (liberte) coronary stent delivery system to treat the lesion, however, the device was unable to cross through the struts of the previously deployed des located in the lmca to lad even after several attempts. The device was removed from the patient and it was noted that the distal struts flared up. The procedure was completed with plain old balloon angioplasty (poba). No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds). The balloon was tightly folded. The stent was secure on the balloon. The first distal row of stent struts were stretched and bent. The proximal end of the stent had moved distally 1mm from the proximal markerband. There was no damage noted to the shaft. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the mildly calcified left circumflex (lcx) artery. After a 3.5 - 6 fr non bsc guide catheter was cannulated at the left main coronary artery (lmca), a non bsc guidewire crossed the target lesion passing through the struts of a previously implanted unspecified drug eluting stent (des) located across the lmca to left anterior descending (lad) artery. Predilatation was performed using a 1.5 x 15 mm unspecified balloon catheter. The physician then deployed the veriflex (liberte) coronary stent delivery system to treat the lesion, however, the device was unable to cross through the struts of the previously deployed des located in the lmca to lad even after several attempts. The device was removed from the patient and it was noted that the distal struts flared up. The procedure was completed with plain old balloon angioplasty (poba). No patient complications were reported and the patient's condition was stable.